Manufacturer narrative:
If additional information becomes available a follow up report will be submitted.

Event description:
It was reported an issue with monosyn suture. The client reported that a failure occurred before the operator used it (in preparation). The nurse just opened the package of sutures to prepare the surgery table, but the product could not be used because the thread was twisted. Additional information has been requested.

Manufacturer narrative:
Summary of investigation: there are no previous complaints of this code-batch. We manufactured and distributed in the market (B)(4) units. There are no units in stock in b. Braun surgical's warehouse. We have received an open sample (unused) with the thread caught in the aluminum pack sealing area. Therefore, suture cannot be removed from the pack, and cannot be used. Batch manufacturing record: reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfils usp/ep and b. Braun surgical requirements. Conclusion root cause analysis: the most probable root cause defect could be caused due to a wrong winding during manufacturing process. It could provoke that the thread became out from its position and in the step of sealing process it was caught with sealing. Final conclusion: considering that the sample received does not fulfil b. Braun surgical specifications, we conclude that the complaint is confirmed by evidence of the sample received. Taking into account that no other customer complaints have been received concerning this issue for this code-batch, we consider that this is an isolated unit. Corrective measures: actions on distributed product of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.